Event description:
This case was initially received via regulatory authority (B)(6) on 11-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("device on the right was incorrectly positioned / the device was in the omentum in the abdomen") and device breakage ("the device was in two pieces in the omentum in the abdomen") in a (B)(6) female patient who had essure (batch no. B15008) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included papillary thyroid cancer and hyperthyroidism. Concomitant products included levothyroxine sodium (levothyrox). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced procedural pain ("pain in abdomen appeared soon after placement and lasted a few days") and dysuria ("problems urinating appeared soon after placement and lasted a few days"). In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced muscle fatigue ("muscle fatigue in arms and legs"), myalgia ("muscle pain in arms and legs"), arthralgia ("joint pain with development of calcifications / major joint pain in right hand"), articular calcification ("joint pain with development of calcifications"), memory impairment ("memory loss / memory lapses"), bradyphrenia ("slowing of mentation"), dizziness ("dizziness"), fatigue ("major fatigue"), insomnia ("worsening insomnia"), hot flush ("hot flushes"), pelvic pain ("pelvic pain"), menorrhagia ("heavier menstrual periods") and (B)(6) ("recurrent shingles"). The patient was treated with surgery (left total salpingectomy and partial omentectomy with coagulation of proximal right tube, (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, articular calcification, bradyphrenia, dizziness, hot flush, pelvic pain and menorrhagia outcome was unknown, the procedural pain, dysuria, muscle fatigue, myalgia, memory impairment, fatigue and (B)(6)had resolved, the arthralgia had not resolved and the insomnia was resolving. The reporter considered arthralgia, articular calcification, bradyphrenia, device breakage, device dislocation, dizziness, dysuria, fatigue, (B)(6), hot flush, insomnia, memory impairment, menorrhagia, muscle fatigue, myalgia, pelvic pain and procedural pain to be related to essure. The reporter commented: in 2017, after making the connection between the symptoms and the device, a CT scan was made was made (device in two pieces in the omentum in the abdomen). Clinical consequences: professional difficulties due to joint pain in right hand and memory lapses. Worsening of side effects due to hyperthyroidism in the context of papillary thyroid cancer. Dosing of levothyrox more complicated. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Computerised tomogram - in 2017: device was in 2 pieces in the omentum and abdomen at the 3-month confirmatory test in 2013, the device on the right was incorrectly positioned and in two pieces. The gynecologist performed hysterography and confirmed effective sterilisation. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 16-aug-2017 for the following meddra pts: device dislocation: n° 1321 cases (excluding this case). Device breakage: n° 1678 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 11-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("device on the right was incorrectly positioned / the device was in the omentum in the abdomen") and device breakage ("the device was in two pieces in the omentum in the abdomen") in a (B)(6)-year-old female patient who had essure (batch no. B15008) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included papillary thyroid cancer and secondary hyperthyroidism. Concomitant products included levothyroxine sodium (levothyrox). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced procedural pain ("pain in abdomen appeared soon after placement and lasted a few days") and dysuria ("problems urinating appeared soon after placement and lasted a few days"). In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced muscle fatigue ("muscle fatigue in arms and legs"), myalgia ("muscle pain in arms and legs"), arthralgia ("joint pain with development of calcifications / major joint pain in right hand"), articular calcification ("joint pain with development of calcifications"), memory impairment ("memory loss / memory lapses"), bradyphrenia ("slowing of mentation"), dizziness ("dizziness"), fatigue ("major fatigue"), insomnia ("worsening insomnia"), hot flush ("hot flushes"), pelvic pain ("pelvic pain"), menorrhagia ("heavier menstrual periods") and herpes zoster ("recurrent shingles"). The patient was treated with surgery (left total salpingectomy and partial omentectomy with coagulation of proximal right tube, (B)(6)-2017) and surgery (left total salpingectomy and partial omentectomy with coagulation of proximal right tube, (B)(6) -2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, articular calcification, bradyphrenia, dizziness, hot flush, pelvic pain and menorrhagia outcome was unknown, the procedural pain, dysuria, muscle fatigue, myalgia, memory impairment, fatigue and herpes zoster had resolved, the arthralgia had not resolved and the insomnia was resolving. The reporter considered arthralgia, articular calcification, bradyphrenia, device breakage, device dislocation, dizziness, dysuria, fatigue, herpes zoster, hot flush, insomnia, memory impairment, menorrhagia, muscle fatigue, myalgia, pelvic pain and procedural pain to be related to essure. The reporter commented: in 2017, after making the connection between the symptoms and the device, a CT scan was made was made (device in two pieces in the omentum in the abdomen). Clinical consequences: professional difficulties due to joint pain in right hand and memory lapses. Worsening of side effects due to hyperthyroidism in the context of papillary thyroid cancer. Dosing of levothyrox more complicated. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Computerised tomogram - in 2017: device was in 2 pieces in the omentum and abdomen at the 3-month confirmatory test in 2013, the device on the right was incorrectly positioned and in two pieces. The gynecologist performed hysterography and confirmed effective sterilisation. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 27-sep-2017 for the following meddra pts: device dislocation: n° 1.602 cases (excluding this case). Device breakage: n° 1.755 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-sep-2017: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.